Event description:
The patient presented with a two month history of recurrent right-sided weakness and expressive aphasia. These episodes were precipitated by standing with rapid resolution during recumbency and were reproducible, without a warning prodrome, within five minutes of standing or walking. The patient continued to recurrent events despite medical therapy with rapid deterioration over one week where the patient became bed bound. The patient was incapacitated by the ongoing orthostatic transient ischemic attacks (tias) and was unable to undergo evaluations of postural changes in cerebral blood flow by use of positron emission tomography (pet) or single photon emission computed tomography (spect) scans. The patient subsequently underwent endovascular angioplasty with stent deployment across the stenotic segments located in the supraclinoid segment in the left internal carotid artery (ica) extending into the proximal middle cerebral artery (mca). The patient suffered an acute myocardial infarction with severe hemodynamic collapse and expired a few days post-procedure.

Manufacturer narrative:
Outcomes attributed to adverse event death: date of death is unknown. Date of event: unknown. Expiration date: unknown. Implant date: unknown. Device manufacturer date: unknown. Yasser a. Journal of neuroimaging 2009; 19 (1): 86-88.